Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had never received effective therapy and didn't like the sensation of the stimulation. As a result, the patient's scs system was explanted.

Manufacturer narrative:
Results: complaint was not confirmed for "ineffective stimulation". The cut lead passed continuity test to its remaining terminal end segments. As received, the lead was cut into three pieces as a consequence of the explant procedure. Microscopic inspection revealed no anomaly that could cause the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.